Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure and connection problem were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the inner or outer helix and the helix lengths were within specification. Further analysis was performed, and the device exhibited normal device characteristics without any issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to deploy into long tether mode and could not be redocked. A different lp was used to complete the procedure. The patient was discharged following the procedure.